Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger. (B)(4).

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was a damaged connector pin on the desktop charger and the patient experienced pain since they were not able to charge their device. The patient stated they could barely move and had to double their pain medication. The patient also reported that the desktop charger pin had broken off and was stuck in the recharger, and both the recharger and the ins were depleted. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.